Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing has cracked, therefore, it cannot be excluded that electrolyte fluids could have escaped the housing. According to the rrf the device is non-functional. Information was received stating that the device was found not working at all. It also couldn't be charged.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor a leaking battery was detected. The investigation of the rondo 2 control unit revealed a damaged welding seam at the housing as well as multiple other damages were found as a result of leaking electrolyte. The found damage was most likely caused by excessive mechanical stress. This is a final report.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing has cracked, therefore, it cannot be excluded that electrolyte fluids could have escaped the housing. According to the rrf the device is non-functional.